Manufacturer narrative:
(B)(4). Batch # p93t0e. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. In addition the device was tested with the test media and performed as expected. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger, resulting in no audible feedback sound. The broken closure indicator does not affect the device functionality. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the click sound was not heard though the handle was grasped properly. The device became not to clamp and coagulate the tissue. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.